Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a button error and display anomaly. The customer stated that they were not able to read any alarms on the pump. The customer's blood glucose reading was 7.5 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to the cracked lcd controller. Unable to perform the functional testing including the self-test, rewind, seating, basic occlusion, occlusion, force sensor, displacement or verify unresponsive buttons due to the display anomaly. The pump was received with minor scratches on the lcd window.